Manufacturer narrative:
(B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female pt who used super poligrip (formulation unk) as a denture adhesive. Co-suspect medication included poligrip (formulation unk). On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced neuropathy, polyneuropathy, myelopathy, guillain-barre syndrome, mononeuropathy, zinc high, copper low, and nerve injury. At the time of reporting, the events were unresolved. Info was received on (B)(6) 2011, via a legal complaint and medical records submitted by the pt's attorney. According to the legal complaint, in 1995, the pt had multiple teeth pulled, resulting in her need for dentures. Prior to 1995, the pt was in "great health and had no health problems." In 2008, the tingling in the pt's feet and hands and numbness in her feet began to worsen to such a degree that she was required to stop working. The pt was having imbalance problems and did not have full use of her hands. The pt was seen in the ER and was hospitalized for 12 days with a diagnosis of neuropathy and guillain-barre syndrome. The pt could not walk without the assistance of a walker. Afterwards, the pt continued to see a neurologist. The pt was referred to another facility for treatment due to possible misdiagnosis with guillain-barre syndrome. At that time, the pt was experiencing pain in her feet, "hot/cold" sensations in her hands and feet, and inability to walk without assistance. The pt began receiving permanent social security benefits in (B)(6) 2010. According to medical records, in (B)(6) 2008, the pt was hospitalized with polyneuropathy, ataxia, and guillain-barre syndrome. Since then, she had not recovered from her disability. On (B)(6) 2011, diagnoses included myelopathy. On (B)(6) 2011, the pt had a normal magnetic resonance imaging (MRI) of the brain and cervical/thoracic spine. On (B)(6) 2011, extensive electrodiagnostic examination of the left lower extremity did not suggest the diagnosis of peripheral polyneuropathy and there were no demyelinating features observed. On (B)(6) 2011, the final clinical diagnosis was not chronic inflammatory demyelinating polyneuropathy (cidp), although mononeuropathy multiplex cannot be ruled out. The findings were most consistent with an idiopathic upper motor neuron lesion, as could be seen in motor neuron disease. Corticospinal tract (cst) abnormalities were now evident bilaterally. On (B)(6) 2011, the pt's copper level was less than 0.10 mcg/ml (normal 0.75 to 1.45) and the zinc level was 1.90 mcg/ml (normal 0.66 to 1.10). Super poligrip is mfg in (B)(4) and neither the product nor lot number for this product was available.